Manufacturer narrative:
(B)(4). This customer reported that the device did not power off as expected. It would only power off when ac and battery power were removed. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device did not power off as expected. It would only power off when ac and battery power were removed.